Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "[left hip] revision surgery. Revised head ball, liner, dome hole plug, screw and stem. Acetabular cup was left and inspected - deemed intact. New liner and dome hole plug implanted. Head was disassociated off trunnion. Stem was unusually worn down. Stem revised and explanted as well as head. Unusual wear on stem trunnion". Rep provided pre- and post-revision x-rays, an excerpt of the operative report, and pictures of the explants. The liner pictured shows a noticeably damaged rim in one spot. Spoke to rep. Liner was in that condition in vivo. The devices are allegedly available for return, but no further information will be available.

Event description:
As reported: "[left hip] revision surgery. Revised head ball, liner, dome hole plug, screw and stem. Acetabular cup was left and inspected - deemed intact. New liner and dome hole plug implanted. Head was disassociated off trunnion. Stem was unusually worn down. Stem revised and explanted as well as head. Unusual wear on stem trunnion". Rep provided pre- and post-revision x-rays, an excerpt of the operative report, and pictures of the explants. The liner pictured shows a noticeably damaged rim in one spot. Spoke to rep. Liner was in that condition in vivo. The devices are allegedly available for return, but no further information will be available.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed through visual inspection of the returned metal head and the returned condition of the corresponding accolade stem. Method & results: device evaluation and results: damage present on the surface of the taper is consistent with interaction between the head and trunnion. Xrf showed the head was consistent with a co-cr-mo alloy. No identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the head. Clinician review: a review of the provided x-rays by a clinical consultant indicated: based upon the information available for review, no determination can be made regarding the cause of this clinical event occurring ten years post- implantation. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.